Manufacturer narrative:
The field experience of no communication was verified in the laboratory. The device would not communicate due to a depleted battery. The device was tested and performed normally in the laboratory. The battery was sent back to the vendor for further evaluation; no anomalies were found. The cause of the battery depletion could not be determined.

Event description:
It was reported that the device could not be interrogated. Patient noted undergoing an MRI but was not sure if it was before or after the device was implanted. The device was noted to be at eri and was explanted.